Event description:
During the case, a "straight thoracic probe" from our medtronic navigation tray, an instrument pn 9734680 broke off inside the patients spine. The surgeon determined it was safer to leave the object in than retrieve it. Hours later during the same procedure, a separate medtronic navigation instrument pn 9734680 also broke off inside the patient, and was also determined to be safer left inside the patient, verses being retrieved.